Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found the battery wire insulation and the display wire insulation were pinched (wire insulation not compromised). It was noted one case screw was contaminated. (B)(4).

Event description:
It was reported the ports were broken (plastic broken). The device was returned for repair. There was no patient involvement.